Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient developed multiple infections (date not reported) at the implant site. Subsequently, the abutment changed from 10mm to 14mm.

Manufacturer narrative:
It was reported that the patient underwent skin revision surgery during abutment removal. This report is submitted on 21 november 2019.